Event description:
Additional information was received. The patient was not re-hospitalized, but in fact had never been discharged. The peri-aortic hematoma / peri-prosthetic bleeding was likely intercostal bleeding due to the pre-operative aortic rupture that had been contained by the stent graft, but secondarily favored by septic/infectious reorganization related to the esophageal fistula. The investigator believes this explains the delayed bleeding. The partial resection of the stent graft was necessary to identify and control the source of bleeding during the intervention to repair the esophageal fistula. Adhesions and inflammatory alterations of the lung and esophagus had otherwise made it difficult to access the bleeding site.

Event description:
It was reported that the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that there was stent graft infection which required hospitalization. Pet scan confirms the presence of an infection extended from the mediastinum to the contact with the dacron prosthesis and equally to the stent graft with some hyper fixing foci at the splenectomy lodge and a right surrenal hyperfixation hospitalization for acute pancreatitis with favorable outcome under medical treatment night: hematemesis episode of average abundance without need up to now of transfusion support, due to a lithiasic migration.

Event description:
Additional information received reported that the patient was discharged from the hospital. Approximately three months after the patient was discharged, the patient had bronchial infection and rhinitis with vomiting and fever. The patient was re-admitted to the hospital for sepsis. The patient received medication; however, the infection is unresolved and continuing. The investigator assessed the stent graft infection to be device and procedure related.

Event description:
Additional information was received for this case. A CT with contrast revealed that there was periprosthetic bubbles; however, they were observed prior to this exam. This is not a new clinical event.

Manufacturer narrative:
Additional information was received reported that the patient expired. The primary cause of death was multi-organ failure. The death was assessed as not related to the device or procedure, or to the previous events. The oesophagean fistula and stent graft infection were both unresolved at time of death. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with back/chest pain and hypovolemic shock. It was determined that the patient had an acute type b dissection that had ruptured. The diameter of the proximal aortic neck was 23 mm, and the length was 65 mm. The diameter of the distal aortic neck was 21 mm, and the length was 112 mm. The minimum diameter of the main access vessel was 5.5 mm. The smallest diameter of the true lumen was 12 mm, and the maximum aortic diameter at this level was 77.5 mm. The most distal extent of the false lumen was in the descending thoracic aorta. The false lumen was partially thrombosed with no visible re-entry tears. Surgical access was gained through the left femoral artery, and a valiant captivia stent graft was implanted in zone 3. Percutaneous drainage of right and left hemothorax was also performed. The device was successfully implanted with no noted adverse events. The patient spent 292 hours in the ICU, and was discharged from the hospital three weeks after the procedure. Pre-discharge imaging on showed the false lumen to be completely thrombosed at the stented segment and distal to the stent graft. It was reported that the patient was re-hospitalized four days after discharge and a right thoracotomy was performed to close an esophageal fistula. The fistula was not fully resolved, but kehr's drainage and a thoracic drain were placed. The physician assessed the fistula to be procedure related but not device related, and noted that it was likely caused by the trans-esophageal echocardiography procedures. Approximately 7 weeks post-index procedure the patient developed a hemothorax that was assessed by the investigator to be device related but not procedure related. The patient experienced hemorrhagic shock on hemothorax related to a peri-aortic hematoma facing the endoprosthesis of the descending aorta. Open surgery was performed for resection of the distal part of the stent graft with positioning of a straight tube between the proximal part of the stent graft and the native thoracic aorta. Persistent esophageal fistula and right pulmonary fistula were noted. No additional clinical sequelae were reported, and the patient is recovering.

Manufacturer narrative:
(B)(4).